Event description:
Customer reported issues with the keypad of the insulin pump. Customer states that that they do not know their blood glucose at the time of the incident. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked reservoir tube, stained end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.